Manufacturer narrative:
(B)(4).

Event description:
Revised due to septic loosening.

Manufacturer narrative:
UDI-di: (B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications.